Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facs¿ sample prep assistant iii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "it was reported that the wash station is overflowing. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste. What is the source of leak/spill? Waste or non-waste line. Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping."

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station is overflowing manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are 11 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Investigation result / analysis: per fse report: replacement of filter and main waste pump to prevent wash station overflow. Purged fluidics after the replacement, verified performance simulating a sample preparation run, instrument working correctly. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2020. Defective part number: 334297-miniwash assembly, 640835-spa inline filter kit. Work order notes: subject / reported: wash station is overflowing. Problem description: wash station is overflowing. Cause: clogged waste pump and filter. Work performed: replaced filter and pump. Solution: replaced filter and pump. Returned sample evaluation: did not request return of defective parts manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes/no hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide risk control:_alarp mitigation(s) sufficient yes/ no root cause: based on the investigation result and the fse¿s report the root cause was a clogged waste pump and filter conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow.

Event description:
It was reported that bd facs¿ sample prep assistant iii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "it was reported that the wash station is overflowing. Was there a fluidic leak or spill? Yes. 1. Was the leak/spill contained within the instrument? No 2. Was the leak/spill in a customer accessible location? Yes 3. What was the fluid that leaked/spilled? Waste 4. What is the source of leak/spill? Waste or non-waste line. Waste 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak? No 7. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping."